Event description:
It was reported that the patient presented for replacement of the right atrial (ra) lead due to over-sensed noise. The lead was explanted and replaced. The patient was stable before, during and after extraction.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual inspection of the lead noted an external insulation abrasion that breached the outer insulation and exposed the outer coil proximal to the suture sleeve tie impression consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone. Electrical test did not find any indication of conductor fractures or internal shorts.